Event description:
It was reported that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. The patient was given an injection by her doctor and sent to the emergency room. Her blood glucose level was 600 mg/dl. It was further reported that the diabetic ketoacidosis was due to the customer's insulin pump being off. The insulin pump was removed from patient in the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.